Event description:
It was reported that system shut down during quadrant removal and procedure had to be completed with a back up unit. No pt injury reported.

Manufacturer narrative:
(B)(4). Upon inspection and analysis of the phacoemulsification unit, field service engineer found that he could not duplicate the reported issue. Field service engineer verified all modes of operation and calibrations and ran many tests with machine and had no errors. Unit complies with all amo specs.